Event description:
The surgeon performed a left si joint fusion by placing three ifuse implants on (B)(6) 2011. Placement of the ifuse implants were performed in conjunction with a removal of lumbar instrumentation. The post-operative CT scan showed that the proximal implant had breached the anterior cortex. The ala was unusually thin. Several days post-op, the patient began to complain of pain in the left leg particularly in the lateral calf. On (B)(6) 2011, the surgeon performed a revision surgery to remove the proximal implant. The void left by the implant was filled with cancellous bone chips. The patient had improvements of her leg symptoms post operatively. However, patient continues to complain of disabling back pain and continues to take narcotics while continuing to work as a physical therapist. Based on the patient's history of low back, left sided buttock, posterior pelvis, and thigh pain possibly related to an automobile accident injury as well as multiple prior spine procedures which included idet and a two level lumbar fusion, it is possible that other factors other than the si joint, is the source of her continued pain.

Manufacturer narrative:
Based upon the complaint information and investigation, as well as review of the surgeon training manual and fmea, the most probable root cause is improper placement of the implant. Late reporting of this adverse event is addressed under CAPA #(B)(4).